Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak during a training session with a pd patient in the clinic. In a follow up, the nurse said the leak was between the cassette door and the bottom tray of the cycler cart. The treatment was in fill 1 and about 12ml of fluid went in, then the leak was noticed, and the machine was stopped and the patient was disconnected. There was no harm, intervention or adverse event associated with the fluid leak. The patient was put on precautionary prophylactic antibiotics and a new transfer set was put on. The patient is still using the same cycler at his home now.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak during a training session with a pd patient in the clinic. In a follow up, the nurse said the leak was between the cassette door and the bottom tray of the cycler cart. The treatment was in fill 1 and about 12ml of fluid went in, then the leak was noticed, and the machine was stopped and the patient was disconnected. There was no harm, intervention or adverse event associated with the fluid leak. The patient was put on precautionary prophylactic antibiotics and a new transfer set was put on. The patient is still using the same cycler at his home now.